Event description:
It was reported that the device is undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated sensing (other). The lifetime asystole episode counter is (B)(4).

Event description:
It was reported that the device is undersensing. It was later reported that the patient was experiencing pain due to the positioning of the device in the patient. Additionally, the device was not capturing any useful data due to noise so the device was repositioned. The patient developed an infection and the device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Analysis indicated sensing (other). The lifetime asystole episode counter is 392. Subsequently, the device was returned and analyzed with no anomalies found.